Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer¿s blood glucose (bg) level was 225 mg/dl. System check performed with tandem technical support could not identify a root cause of the occlusion alarm. Reportedly, customer loaded new cartridge successfully and continued to use the pump for insulin therapy.